Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Functional testing was performed and the device passed all relevant testing. The device share data logs were reviewed and a loss of connection was observed within the investigative window. The reported customer complaint was confirmed. The probable cause was the transmitter and app were unable to establish a connection.